Event description:
Related manufacturer report number: 1627487-2023-00936, 3006705815-2023-01305. It was reported that patient's ipg became inoperable on an unknown date. It was also noted that one of the patient's leads had both high and low impedances, and the other had low impedances. As a result, the patient underwent surgical intervention during which the ipg and leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.